Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 02/13/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The pump was received on 3/19/2024 and analysis of the returned device was completed on (B)(6) 2024: the pump's event log was attempted to be pulled, but the device was unable to power on at all and did not allow for the log to be pulled. The pump was then tested with the testing protocol for battery and power complaints. The pump was unable to power on at all, therefore it was unable to complete any infusion. Several batteries were tried in the pump but it was unable to power on. The device was opened and there did not appear to be any visible damage or loose connections. It was noted that the pump was also broken at the plastic hooks around the metal bars on the bottom of the pump's housing. Functional testing successfully duplicated the reported condition, revealing the device could not power on at all, as reported by the customer. Upon completion of the investigation and review of the case, this condition was deemed to be not reportable and the initial complaint code was changed to reflect this. The code was updated from "2pow3: power issue - device powers self off" to "2pow2: power issue - device does not power on". Reported issue found, device not performing to specification. The corrections made were in sections b5 and g3. In section b5, the description was updated to change the date the report was received from (B)(6) 2024, and then the reported condition was changed from a reported abrupt power off with a loss of parameters, to not being able to power on at all. It was also updated with the returned date of the device. In section g3, the date the report was received by the manufacturer was changed from (B)(6) 2024, to reflect the actual date.

Event description:
On (B)(6) 2024, infutronix received a report that a pump will not turn on, even when the batteries are replaced. Patient involved, no patient harm found. Pump was requested for return for evaluation and was returned on (B)(6) 2024.